Event description:
It was reported to medtronic minimed that the customer noticed a loss of communication between the transmitter and insulin pump, loss of communication between the insulin pump and mobile device application, received lost sensor alert, calibration not accepted alerts and also the sensor glucose vs. Blood glucose was not in range. The customer reported no adverse event. Customer had experienced hyperglycemia with a blood glucose value of 192 mg/dl at the time of the event and was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-6101, mmt-7040a, mmt-1884, mmt-342, mmt-431ag. Troubleshooting was performed and the communication issue between the insulin pump and transmitter, mobile device was resolved. Customer also reported a discrepancy between sensor glucose vs blood glucose which was not within range. Sensor glucose value from reported event was 63.00 mg/dl and blood glucose value from reported event was 113.00 mg/d, the difference was outside the acceptable range (greater than 30%). Insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications. No harm requiring medical intervention was reported. The customer will continue use of the device. No product return is required for mmt-6101. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-431ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.